Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device was in good condition with no appearance of any physical damage. Power up process performed. Backup audible alarm post error was found at power up, confirming the customer's indicated failure. The root cause was the main printed circuit board (pcb) does not operate as intended. Replaced main pcb to resolve the issue. Device passed all the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an audible alarm. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.